Event description:
A consumer reported that following bilateral intraocular (iol) implant surgery, she experienced eye inflammation, burning, itching, swelling of lid and face. The symptoms resolved after treatment with medication. In a follow-up with consumer, she reported that her ophthalmologist told her that she has chronic conjunctivitis and that the inflammation is not related to the lens. At the consumer's request, the surgeon was not contacted. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. At the consumer's request, the surgeon was not contacted. This report was mailed to FDA on: 02/20/2009.